Event description:
The pump was returned for investigation. Investigation revealed keypad cover damage and a display screen issue. This report is made based on results of the investigation performed on 04/03/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:the keypad was found to be peeling. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Investigation revealed that the display screen was dim and discolored. Unrelated to the _ issue, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).